Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was implanted in the common bile duct to treat a stricture due to a surgeon's error in partially stapling the bile duct closed during a stent placement procedure performed six months prior. On (B)(6) 2024, the stent was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the stent removal procedure, the physician pulled the stent using rat-tooth forceps; however, it was noted that the stent would break apart with little force. Subsequently, he was able to pull some of the stent out, cannulated with a sphincterotome, and perform sphincterotomy. A rat-tooth forceps was then used inside the duct to grab the rest of the stent and pull it out. After a few balloon sweeps, the staple itself came out of the duct. It was uncertain whether the stent had become anchored in the staple.